Event description:
This patient experience a 80% instent resteonsis (isr) approximately four months post cypher stent implantation in the obtuse marginal branch (om). This was treated with the placememnt of an additional cypher stent. This patient was admitte to the hospital with a chief complaint of unstable angina (iiib). The patient was taken to the cardiac cath lab, where angiography revealed a de novo, short (10mm), smooth, eccentric, moderately calcified, b2 type, 95% stenosis in the obtuse marginal branch (om). There were no difficulties in accessig or wiring the vessel noted. The om lesion was not predilated prior to stent placement. A 3.0 x 13mm cypher stent was deployed to 14 atms with satisfactory results. The stent was not post-dilated. The patient was discharged the following day on plavix, and aspirin, for which patient is reported to have been compliant.